Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was a fatal error on the station. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station database was corrupted. A technical support specialist dialed into the server, cleared log files to create disk space, and then connected to the station. The specialist backed up and deleted the database, recreated it, and performed a full sync with the server. During the sync, crash dump files were observed in the microsoft structured query language (mssql) log folder, and database corruption persisted even on a new database. The specialist ran database consistency check (dbcc) on both the station and server databases, confirmed no corruption on the server, and repaired the station database using dbcc. After rebooting and resyncing the station database with the server through the application, the specialist confirmed there was no corruption following the sync. The customer was informed that if the issue reoccurs without hard reboots or unexpected shutdowns, re-imaging or a service swap may be required. The database corruption did not reoccur, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was a fatal error on the station. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.